Event description:
It was reported that the patient experienced high impedance issues. Surgical intervention took place where the patients lead was explanted and replaced.

Manufacturer narrative:
A patient had help pairing ipod and experienced high impedance was reported to abbott. The rep stated programming was able to provide effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.